Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
Medtronic (covidien) received information stating that a patient had embolization treatment of an unruptured saccular aneurysm measuring 8mm x 4mm located in the ophthalmic segment of the left internal carotid artery (ica) with a pipeline flex (ped-400-16) and experienced an aneurysm rupture approximately 24 hours post procedure. Post procedural angiogram prior to the rupture was fine. The distal and proximal landing zone was 3.3mm by 3.9mm and the vasculature was minimal in tortuosity. Information regarding the patient's dual antiplatelet therapy (dapt) was unknown. The patient was reported to be recovering from the aneurysm.